Event description:
Procedure: unk. Patient sex: unk. Reportedly, while using the balloon burst however nothing fell into the patient cavity. Another device was used to complete the procedure.

Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated for method of reporting to FDA. At that time the decision was made to report via a 3500a report.